Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It was confirmed that white foreign material was found in the auxiliary water channel, but the specific material could not be identified. It is likely the material remained in the device because reprocessing could not be properly performed due to the discovered leak. The event can be detected and prevented by handling the device in accordance with the following IFU: cf-hq1100dl/I operation manual "chapter 3 preparation and inspection" shows how to detect the event. Cf-hq1100dl/I reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the bending angle in the down direction did not meet the standard value due to wear of the angle wire / angulation skipped during angulation in the up direction due to wear of the angle wire. The device evaluation found a whitish foreign material was inside of the jet tube. Additional findings include the following: the scope body had a crack, water tightness was lost due to damage on the up / down / right / left knob, water tightness was lost due to damage on switch 1, the packing was loose, the flexibility adjustment ring had a scratch, the grip had a scratch, the suction cylinder had no color, the water removal ability did not meet the standard value due to damage on the nozzle, the plastic distal end cover had a chip, and the connecting tube coating was peeling. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a defect of the unwinding wheel. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a whitish foreign material was inside of the jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.